Manufacturer narrative:
(B)(4). D10: medical product: nexgen cruciate retaining cr articular surface ac size green 17 mm height: catalog #00597604017, lot #ni; nexgen cruciate retaining (cr) pegged tibial component precoat size 6: catalog #00597004502, lot #ni; nexgen all poly petella standard cemented size 35 mm diameter 9.0 mm thickness: catalog #00597206535, lot #ni. H6: proposed component code: mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total knee arthroplasty. Approximately twenty-four (24) years post-implantation, the patient began to experience pain and swelling. During the revision, the poly liner was found in the suprapatellar area with metallosis debris encountered throughout the joint. Extensive debridement was performed to remove the metal debris. The tibial baseplate was found to be fractured with significant osteolytic changes underneath the plate. Damage to the patellar tendon at the tibial junction was also noted and a small tendon tear was repaired prior to closure. All components were revised without complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h6; h10; h11. H6: proposed component code: mechanical (g04) - femur. Upon receipt of additional information, this device was determined to be not reportable. Based on provided medical records and communication, the previously reported femoral component did not contribute or cause to the patient complications that led to revision surgery. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. Based on provided medical records and communication, the previously reported femoral component did not contribute or cause to the patient complications that led to revision surgery.